Event description:
A malfunction was reported on the customer's pump, identified by malfunction code malf 3. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.